Event description:
It was reported the pump was inadvertently programmed to stopped pump mode following a single bolus. This was discovered while double-checking that the single bolus had infused. This was not done ¿on purpose.¿ the system was being used to deliver baclofen. No symptoms were reported. Follow-up to determine the patient¿s medical status prior to the event and the patient¿s outcome has been done. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID neu _unknown_cath, serial# unknown, product type catheter. (B)(4).